Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "slightly dizzy, warmer than normal," and reported being able to provide self-treatment of apple juice, carbohydrates, and glucose tablets. No third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.